Event description:
It was reported that this lv lead was explanted and replaced due to lead breakage. The lead is not available for analysis.

Manufacturer narrative:
The lv lead was not received for analysis. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process.